Event description:
It was reported by service report that the scale display did not show the scale option. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Result: display module.